Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose level was 300 mg/dl. Additionally, it was reported that the customer experienced a low bg on the continuous glucose monitor graph. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider to discuss diabetes management.